Manufacturer narrative:
MDR . / initial 6 of 7. E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced device issues involving seven infusion sets, in which the cannula did not inject properly and the needle became stuck to the tubing.